Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customers stated that they accidently fell in the pool and the insulin pump was wet. Customer stated that they were unable to clear the alarm despite a battery change. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assy. The motor and vibrator motor assembly found corroded. The insulin pump was received with cracked case at reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. The insulin pump was received with shifted end cap sticker. The insulin pump was unable to verify button error alarms due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.